Event description:
A physician reported that the front end of the probe was bent before vitrectomy surgery. The surgery was completed after replacing the probe with another probe. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received with a tip protector in a pouch. The sample was visually inspected and found to be nonconforming with the needle completely broken off at the stiffener sleeve. The degree of wear could not be determined due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the complaint was reviewed by the investigation site. The photo show a probe needle bent at the stiffener. Based on the photo attached to the complaint the reported bent needle was confirmed, although the returned sample was unable to confirm due to the probe needle broken condition, which the bent needle is a potentially contributor factor for the broken condition. The exact root cause of the bent/broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the bent/broken needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).